Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The patient stated her blood glucose is unstable, ranging from 5-15 mmol/l.

Manufacturer narrative:
H3 other text : shipment of complaint material from russia suspended indefinitely.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.